Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n137 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n137 shows no trends. Trends were reviewed for complaint category, clot observed. No trends were detected for this complaint category. No product was returned for evaluation. Section 2-9 of the cellex operators' manual (1470493 rev 6) for use with software 5.4 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications, and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The root cause for the clots observed could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). On (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report blood clotting in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they found blood clots in the return line during the treatment after 871ml of whole blood was processed. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer did not return product for investigation.